Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent had detached from the balloon and was not returned for analysis. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. Some minor bending was noted along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated (B)(4).

Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure, stent dislodgement occurred. The user removed the veriflex 4.0x12mm stent delivery system from the box and protective hoop. While wiping the device down, the stent came off. The procedure was completed with another of the same device. There were no patient complications as the device was never introduced into the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure, stent dislodgement occurred. The user removed the veriflex 4.0x12mm stent delivery system from the box and protective hoop. While wiping the device down, the stent came off. The procedure was completed with another of the same device. There were no patient complications as the device was never introduced into the patient.